Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The battery cap contacts were damaged and the battery compartment corroded. The battery compartment and contacts were cleaned and a new battery cap was sent. The customer reported that the batteries were changed every 4 - 5 hours and that she also received weak battery alerts, and had blank displays. The blood glucose reading was 404 mg/dl. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.